Event description:
Customer reported a failure code 812:02. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the las baxter service event. Customer reported incident occurred during biomed testing. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.

Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure code 812:02 was confirmed. The device was repaired at a baxter facility by replacing a defective pumphead module which caused the failure code 812:02.